Event description:
It was reported to resmed that an astral device displayed an internal battery degraded warning alarm. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to an authorized resmed third party service center and an evaluation confirmed the reported complaint and revealed the device failed to complete its internal self-test. The internal battery and non- return valve (nrv) were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported internal battery degraded warning alarm was due to the battery controller software and the device failed to complete its internal self-test due to a faulty/defective nrv. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).